Event description:
A (B)(6) year old woman diagnosed with alcl in the right breast in 2008. Her history is reported by dr. (B)(6). In 2002 she had a right breast adenocarcinoma reconstructed with bilateral mcghan saline implants. In 2007 she underwent bilateral capsulectomies and her implants were replaced with mentor smooth gel style 350-5504bc. In 2008 she again underwent a capsulectomy on the right, and that implant was replaced with a mentor 550cc high profile implant (ref 350-5504bc, serial# (B)(4), lot# 5765778). Upon diagnosis of her alcl she was treated with explantation, chemotherapy and radiotherapy, and was seen out socially earlier this year by dr. (B)(6).